Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: no product was returned. A photo of the device was however returned for analysis which showed that leaking was detected between the tube and the luer connector. According to photo received, the failure mode ¿connector issue¿ was confirmed. A device history record (DHR) review was conducted but the lot number documented does not correspond to an existing lot number for a product. If more samples are received, the complaint will be reopened.

Event description:
It was reported that the connector end snapped off between the admin line and the tubing coming from the cassette. There was unknown patient involvement.

Manufacturer narrative:
Additional information was received, the list number and lot number were provided. D4: lot, catalog, and primary UDI number are updated.